Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was asymptomatic. The cause of the event was not reported. The patient was not hospitalized for the event. Treatment details were not reported. Action taken with pd therapy was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.